Manufacturer narrative:
The additional ht bmw universal ii device referenced is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavy tortuous lesion in the subclavian artery. An unspecified guide wire failed to cross the lesion due to the anatomy. Two hi-torque balance middle weight (bmw) universal ii guide wires were advanced to the lesion, however resistance was met with the anatomy and 7/10 cm of the tips became separated. The separated tips were removed from the patient anatomy with a gooseneck snare and the procedure was successfully completed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. Based on the information provided, the investigation determined that the reported failure to advance and separations were related to case circumstances. In this case, the manipulation through the heavy tortuosity and tight vessels/lesions required torqueing and/or pushing/pulling during the attempts to advance which may have produced stresses induced exceeding the design of the wires resulting in separation. The additional therapy to snare the separated portion of the guide wire was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: device available for return status updated from yes to no